Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09972 and 2134265-2016-10035. It was reported that automatic pullback failure occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified middle right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), the physician attempted to perform automatic pullback however, the device did not perform automatic pullback well. Furthermore, the physician noticed a very stiff feeling with noise while doing pullback. Thus, the device failed to read the lesion. After trying several times, the physician opted to change the device with another opticross¿ imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.